Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor image provided which leads to inconclusive result. A manufacturing related issue could not be found. In this case the lesion was pre and post dilated, and there was no device deficiency identified such as stent fracture, stent irregularity or an issue with the delivery system. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system for regular deployment was found sufficiently described; in particular the instructions for use (IFU) state: 'do not hold or touch the dark moving sheath during stent release (...) Do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pta the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Stent occlusion/thrombosis, and surgical intervention were found mentioned under potential complications and adverse events which may occur. A stent size selection table is part of the IFU describing the relationship between vessel diameter and stent diameter. G3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent an additional procedure following a prior thrombus occlusion from the common iliac vein (civ) to the common femoral vein (cfv). A venovo stent had been placed in the civ on (B)(6) 2025, but reocclusion occurred, necessitating a surgical thrombectomy the following day. The (B)(6) procedure appears to be a continuation of the clinical management related to the initial occlusion and stent placement.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent an additional procedure following a prior thrombus occlusion from the common iliac vein (civ) to the common femoral vein (cfv). A venovo stent had been placed in the civ on (B)(6) 2025, but reocclusion occurred, necessitating a surgical thrombectomy the following day. On (B)(6), the procedure appears to be a continuation of the clinical management related to the initial occlusion and stent placement.